Event description:
Account stated they got low calcium results for seven or eight patients. They gave an example of one patient calcium result that initially was 0.2 mg/dl and repeated within the normal range. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.